Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultralink meter gave an error 5 message. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the issue occurred on (B)(6) 2016 at around noon. The patient stated she manages her diabetes with diet and/or exercise alone. The patient confirmed that she took her normal dose of medication (including sliding scale) in response to the product issue. The patient claims she developed symptoms of ¿dizzy and vomiting¿ 1 hour after the product issue and alleged hcp treatment, with IV glucose, after being admitted to the emergency room (ER) on (B)(6) 2016. The patient's blood glucose was taken and reportedly shown a "hi" message on (B)(6) 2016, with the hospital meter. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the patient testing technique was incorrect, the correct test strips were used, the sample completely filled the test strip and there was no misuse of the product. The cca walked through a retest with the patient and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.